Event description:
It was reported that purple coating color of the guidewire was peeling and could be seen under endoscopy. Stated that the user was exposed to hazardous, blood, or bodily fluids. The user needed to reinsert a new guidewire. It was unknown what medical intervention was provided. Per sample evaluation notification received on 22aug2023, stated that the guidewire was found to be exposed during the sample evaluation.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for patient treatment. The product had not caused the reported failure. Received 6 opened hydro-glide guide wires without packaging. Visual inspection noted the guidewire wire exposed on the 1st guide wire. Microscopic visual observation: samples were observed under microscope at 15x and 30x respectively and noted clear flaking at different points on each guide wire and this observed "flaking" was most likely in reference to the clear silicon like material on the outside. No root cause could be found because the reported event was unconfirmed. A device history record review was not required as the investigation was unconfirmed. The reported event is unconfirmed a labeling review is not required. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that purple coating color of the guidewire was peeling and could be seen under endoscopy. Stated that the user was exposed to hazardous, blood, or bodily fluids. The user needed to reinsert a new guidewire. It was unknown what medical intervention was provided.